Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level unknown at the time of the incident.. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant motor error alarms during rewind due to severe corrosion motor home switch. Device received with cracked battery tube threads. Unable to verify blank display anomalies due to motor error alarms. Unable to perform self test, off no power test, displacement test or current measurements due to constant motor error alarms.